Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. Device was received with normal operating currents. No unexpected low battery alarm or battery out limit alarm noted. No slow in battery change noted. No moisture damage on electronics and motor noted. Device had cracked display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Customer stated she had the insulin pump in the bathroom while taking a shower. The customer stated she suspended the device and when she came back to unsuspended it was not on suspend. A few minutes later, she received a low battery alert but when changing the battery, the insulin pump alarmed battery out limit. She change the battery three times and could not clear the alarm by pressing the esc and act buttons. Blood glucose value was 133 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.